Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. It was determined that there is a malfunction in the valve. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.